Event description:
N/a.

Manufacturer narrative:
Updated: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions) and h11 it was reported that during use the cardiosave intra aortic balloon pump (iabp) machine suddenly had no backbeat pressure and no balloon waveform. After shutting down and restarting, the machine returned to normal. About two hours later, the same fault occurred again. The user has been informed not to use it temporarily. No personal injury was caused. There was patient involvement however, no adverse event reported. A getinge field service engineer (fse) states the user informed that the repair was completed by the dealer.

Manufacturer narrative:
Due to character limitation in e1 for event site name & event site address, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had no backbeat pressure and no balloon waveform. There was no patient harm reported.

Manufacturer narrative:
Updated fields: a2, a3a, a4, b4, g3, g6, h2, h11

Event description:
N/a